Event description:
The customer reported during the ventilator backup battery would not hold a charge and stopped functioning within 5 minutes. If a loss of ac or backup battery power occurs during normal ventilation operation, it may result in a shutdown. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer replaced the backup battery to address the reported problem. The service engineer reported the battery was dated 2007. Performance verification testing was completed per operating specifications and passed. Per the ventilator operators manual, the battery operating life may be affected by battery age and the number of times it has been discharged and recharged. Over time the battery will degenerate and will not provide the same amount of operating time per charge that is available from a fully charged new battery.